Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was below 40 and above 30 mg/dl with difficulty speaking. It was reported that the patient did not receive any treatments above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent changes to the basal rate by health care provider. The reporter alleged that there was an inaccurate delivery issue starting about two weeks ago. Review of potential inaccurate delivery issues determined that all basal deliveries were correct and as programmed. Customer support agent conducted a mock bolus program with the reporter and it was determined that the pump was not calculating recommended bolus total correctly. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged incorrect pump bolus calculation issue of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the last basal delivery was recorded on (B)(6) 2015 about 10 days after the complaint date and the pump was manually suspended on the same day with no resumption of deliveries. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio bolus and manual bolus were delivered and recorded corrected. Manual bolus calculations based on blood glucose or carbohydrate matched the pump¿s calculations. Unrelated to the complaint, the display showed a pinkish contrast.